Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that, the dental implant was removed during its installation surgery in intraoral region #3, because no primary stability was achieved. The implant was not replaced in the same surgical act. The patient presented insufficient bone quality/quantity, bone graft was executed and fenestration occurred during surgery.